Event description:
It was reported that the customer was hospitalized with high blood sugar. The customer's doctor believes there is a problem with the pump. The troubleshooting conducted indicated the device was functioning properly. Explained the rule of changing the infusion set following two consecutive high blood sugar readings. Sent a tubing clamp and instructed to callback for further testing when it is received.